Manufacturer narrative:
A ge service representative performed an on site investigation. The batteries were identified as being faulty. A repair quote was issued to the customer and is pending approval.

Event description:
The customer reported that the system displayed a precharge error message. This error message will likely prevent the system from booting up. There is no report of pt injury associated with this event.